Manufacturer narrative:
Product ID, 8709 lot# j11024r12, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was receiving poor therapy efficacy and titrations. Both dye and rotor studies were performed and were normal. The device was thought to be involved in the event, so the system was explanted. There was no injury and the patient recovered without sequela. The drug used in this system was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had been experiencing an increase in spasticity. The patient was having effective therapy post replacement.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.